Event description:
One phlebotomist experienced a body rash with hives hich required a visit to the emergency room. The account could not conclusively state that the gloves were the cause but they suspect that there may be a correlation with the product. Employee wore another brand of latex gloves prior to using this product and there was no reaction noted with the previous latex gloves.